Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulties occurred. The physician had implanted a 7.0x15x150cm express sd stent in the renal artery. After the stent was implanted, it was not possible to withdraw the stent delivery system (sds). The sds was withdrawn together with the guide catheter. The procedure was completed with the implantation of this stent. There were no reported patient complications. The patient is listed as "ok". This product is only ous approved but it is similar to an approved us device. It was further reported that the lesion being treated was 90% stenosed and the renal artery was not tortuous. The lesion was not pre-dilated. The stent was deployed at 14atms for one minute. There was no difficulty inflating the balloon or deploying the stent, the stent was fully deployed and well apposed. There were no difficulties deflating the balloon and it was fully deflated prior to pulling it back. The balloon was not inflated once removed from the patient.

Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulties occurred. The physician had implanted a 7.0x15x150cm express sd stent in the renal artery. After the stent was implanted, it was not possible to withdraw the stent delivery system (sds). The sds was withdrawn together with the guide catheter. The procedure was completed with the implantation of this stent. There were no reported pt complications. The pt is listed as "ok". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the stent implant. Preliminary visual inspection revealed a crystalline material, consistent with dried saline or contrast media, present in the inflation lumen and a blood-like substance was visible on the outer surfaces of the device. Magnified inspection identified four kinks in the mid-shaft approximately 13-24mm from the port weld. Magnified inspection of the balloon revealed that the balloon was not rewrapped and exhibited a bend near the proximal markerband. It was also noted that the proximal balloon cone was not contracted. The bend in the balloon and distal inner shaft coincided with a prominent transition from the body of the balloon - which included stent impressions - and the proximal balloon cone. The appearance of the balloon cone and the unwrapped balloon may indicate the device was manipulated prior to complete deflation, or that the balloon was subjected to positive pressure and/or manipulation after withdrawal from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).